Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored thru previously investigated complaint process. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored thru previously investigated complaint process. A review of the device history record for sn (B)(4) was performed from 04/12/2008 to 08/19/2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device.

Event description:
During servicing we identified a faulty sear and motor stall which constitutes a reportable malfunction. There was no patient involvement.